Event description:
The consumer reported, in relation to the patient implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor, that the patient's device was implanted for frequency. Sometimes the patient would get a (B)(4) reduction in symptoms and sometimes wouldn't. All of a sudden the caller noticed the patient looking for a bathroom everywhere they went. This was noted to be sudden. They increased stimulation the other day and noticed an improvement. The patient got up twice the night prior to this call, which was noted to be good. The patient had been getting up many more times. The event date was unknown; it was hard to know when it started as an observer.

Event description:
Additional information was received from a consumer. It was reported that the patient had problems with the device and the patient¿s healthcare providers (hcp) were unsure of what the issue was. The patient was reprogrammed a few times to help with symptoms; however, the changes in programming did not improve the patient¿s symptoms. The patient had success with the device at first then ¿symptoms came on gradually then all of a sudden it is like this thing isn¿t working.¿ the patient was going to the restroom 24 times a day and 5-6 times at night. It was noted some of it was thought to be because of anxiety and nerves. The patient was having a replacement on the day of the report. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's original ins was replaced after 2 and a half years because there was something wrong with the battery pack. Patient stated initially that they thought their health care provider did not put the device in right. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.